Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly. No unexpected critical pump error (open book image) alarm noted during testing. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated they had critical pump error alarm. Insert battery alarm did not displayed on the screen. Customer stated battery compartment and battery cap was neither damaged nor missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.